Event description:
Received from voice of customer survey: did pd at home the hemo and got infection the file was assessed to determine whether a clinical investigation is warranted. In a customer experience survey, this patient reported having had an unspecified infection while previously on home hemodialysis modality. There were no recorded allegations, nor any objective evidence of this unspecified infection being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. In additional follow-up, the clinical manager for the patient's associated outpatient hemodialysis clinic confirmed the patient previously did home hemodialysis using nxstage well over a few years ago. It was reported the patient developed a hemodialysis catheter (not a fresenius product) infection. The patient is currently on incenter hemodialysis, and it was confirmed the patient has not had any adverse effects from use of any fresenius products. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the file will be reassessed and updated accordingly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).